Event description:
It was reported that the device was removed due to infection.

Manufacturer narrative:
No medwatch form was received. Review of quality records. Analysis was normal. No anomalies were found.